Event description:
It was reported the system would drop out of fluoro and that some images were black. No patient injury was reported.

Manufacturer narrative:
A third party has the service contract for this system and will perform any evaluation and repairs needed.